Event description:
It was reported that during a thoracotomy right upper middle lobe resection, the device was fired, but no staples deployed. A pericardial strip and 4.0 prolene were used to suture. There was no adverse consequence to the patient.